Manufacturer narrative:
Sample returned were evaluated and found to be in compliance. Labeling and caution statements are clearly stated on the packaging.

Event description:
The office alleges four staffs members between the ages 26 - 60 experienced a rash after using latex examination gloves. One person went to the dermatologist for a pre-existing condition and not because of the gloves. The other three staff members did not seek any medical attention.